Manufacturer narrative:
Further information was requested but not received. The serial number for the report device is unknown and will be updated if further information is received. Sus voluntary even report was received. Medwatch: mw5102727.

Event description:
Related manufacturer reference numbers: 2017865-2021-30157. It was reported that the patient's right ventricular apex (rva) lead exhibited a break. The patient stated that were experiencing discomfort from the implantable cardioverter defibrillator (ICD) pocket site. No intervention or patient condition was reported.